Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a npwt, using one (1) unkn pico, had been performed on an unknown date, the patient experienced blisters in the umbilical region. Blister is getting infected which increases the length of recovery days. It is unknown how this adverse event was treated. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6:given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, the provided photograph confirms the presence of blisters in the umbilical region; however, the exact cause of its occurrence remains unknown. However, the development of an infection in the umbilical area of the operative patient increasing the length of recovery cannot be ruled out as a likely contributing factor. It is noted that post-operative wound infections are a known occurrence after surgery and likely related to the procedure and not a malperformance of the smith and nephew negative pressure wound therapy (npwt) device. Bacterial contamination of the wound can occur during surgery or later due to the deterioration of skin barriers during wound care. Additionally, we cannot rule out excessive vacuum pressure, the patient¿s taut skin, moisture accumulation, allergic reaction, a pre-existing condition, or contact dermatitis as potential contributory factors. Furthermore, as the instructions for use (IFU) does warn: ¿if pain, reddening, odor or sensitization occurs, or if there is unexpected wound fluid/blood observed once the dressing has been removed, contact your healthcare professional.¿ consequently, it is unknown how this adverse event was treated, and the status of the patient is unknown. Therefore, the impact to the patient beyond the blisters could not be determined, as there have been no reported medical interventions nor any follow-up on the patient¿s status beyond the documented event. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, prior actions and sterilization records review could not be performed. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for pico provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during npwt. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. Factors that could contribute to the reported event include all those mentioned before. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.